Event description:
The head of the bur came apart and the patient almost swallowed it. We've emailed the customer for more information.

Event description:
The head of the bur came apart and the patient almost swallowed it. We've emailed the customer for more information.